Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging an unknown pump issue. There is no indication that the product issue caused or contributed to an adverse event. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission 02/09/2017-product analysis: the device was returned and evaluated by product analysis on 01/17/2017 with the following findings: the pump powered on with a blank screen. Moisture was observed on the pump¿s internal components. A pump case crack and battery compartment crack were observed. Leak testing found a leak only at the pump case crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.